Manufacturer narrative:
The device was not returned to baush and lomb for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The root cause of the reported complaint cannot be determined.

Event description:
The surgeon reports an attempted implantation of an li61aor intraocular lens. The surgeon noticed that the haptic broke upon insertion of the li61aor intraocular lens into the pt's eye. An ez-28b delivery device was used to insert the iol. The incision was enlarged to remove and replace the iol. Additional information has been requested, but has not been rec'd. Please reference MDR # 119279-2011-00116.